Manufacturer narrative:
Following completion of laboratory analysis, a supplemental report will be completed.

Event description:
It was reported that this subcutaneous ICD exhibited high out of range shock impedance measurements. A non functional defibrillation circuit was suspected and replacement recommended by technical services. Prior to intervention, visual check and interrogation confirmed the high values however, x-ray imaging was unable to identify any system anomalies. Additionally, no macroscopic issues were observed during the revision as such, the entire system was explanted and replaced. No resulting adverse patient effects were reported. The device was later received for analysis.

Manufacturer narrative:
This returned device was thoroughly inspected and analyzed upon receipt. A review of device memory identified no suspicious resets, faults, or error codes when the device was implanted. A commanded shock resulted in an output pulse that did not appear as-normal. This device behavior is consistent with delamination at an internal component site. This delamination could result in out of range impedance measurements, as was seen in this case. Boston scientific continues to monitor field reports for similar events.

Event description:
It was reported that this subcutaneous ICD exhibited high out of range shock impedance measurements. A non functional defibrillation circuit was suspected and replacement recommended by technical services. Prior to intervention, visual check and interrogation confirmed the high values however, x-ray imaging was unable to identify any system anomalies. Additionally, no macroscopic issues were observed during the revision as such, the entire system was explanted and replaced. No resulting adverse patient effects were reported. The device was later received for analysis.